Event description:
It was reported that the device displayed the error code 241.4150. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi error code 240.4150 on 8100 unit. Technical support: 1. Tech has error code 240.4150 on 8100 unit. 2. The error code has to do with the pressure sensor, the voltage is too high the sensor may be broken. 3. Confirm part number for pressure sensor. Technical service manual bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100 steps to solve (internal) solution/workaround summary: how to resolve a 240.4150 error. Suggested messaging: is the unit giving a 240.4150.0 error? High level steps/procedure: 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. Related knowledge articles: (if applicable) 2021-001617- 520620. From: bd tech support (B)(6). Sent: thursday, (B)(6) 2021 11:05 am to: customer feedback (B)(6). Subject: case escalation - case #(B)(4). A serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was not confirmed. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed the error code 241.4150. There was no patient involvement.